Event description:
It was reported that during initial implant, the right ventricular (rv) lead failed to advance into the sheath, as the sheath could not be placed. Ultimately, the lead implant was aborted. The patient was stable.